Event description:
It was reported that an asymptomatic patient presented in clinic for follow up after an alert received on merlin.net for ventricular sensitivity safety margins. Low r-wave measurements were observed due to t-wave oversensing. The device was reprogrammed and the issue resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.